Event description:
During evaluation it was discovered that the bolus button plug was misaligned and the bolus button did not activate pump functions when pressed. Unrelated to the bolus button activity, the display was faded and difficult to read. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump was returned and evaluated by animas on (B)(4) 2012. Evaluation revealed that the bolus button plug was misaligned and the bolus button did not activate pump functions when pressed. Unrelated to the bolus button activity, the display was faded and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.